Event description:
It was reported the ez35b was used during a laparoscopic assisted vaginal hysterectomy. It was reported while firing the device for the second time, the surgeon heard a loud pop. A piece of the cartridge, evu35, broke off in the pt. The staple line partially formed and bleeding did occur. Two small pieces of cartridge were retrieved from the abdomen after opening pt. The hosp is holding the device. 11/4/97 the surgeon, was using an ez45b in a lavh. On the second firing the instrument broke. A piece of the cartridge fell into the pt and the staple line was incomplete, bleeding did occur. In order to control the bleeding the dr had to resort to an open procedure. The pt is doing well with no problems. The hosp is holding the device and it is available for analysis.